Event description:
It was reported that the ipg was no longer functioning as intended after receiving the elective replacement indicator (eri) message. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.